Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was blank after being dropped on a tile floor. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2013 with the following findings:during testing, the pump was powered on and displayed the verify screen with audible tones and vibrations; the blank screen was not duplicated. The display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Unrelated to the complaint, a crack was observed along the pump battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.